Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Patient was assisted to bedside commode. The patient was attempting to get more comfortable and shifted her weight. She was not attempting to stand. The seat of the commode detached, the seat & patient fell to floor. The clips did not hold. Patient was bruised but not injured otherwise.